Event description:
A hospital in (B)(6) reported via our distributor that they could not connect the heater wire adaptor to the breathing circuit of the bc161-10 bubble CPAP kit because the heater wire pins were damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The bc161 bubble CPAP system kit is not sold in the USA but the breathing circuit included in the kit is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint bc060 breathing circuit was not returned to fph in (B)(4) for inspection. Our investigation is therefore based on the description of the problem and our knowledge of the product. Results: the hospital had reported that a heater wire adaptor could not be connected to the heater wire socket of the inspiratory limb of the breathing circuit. It is most likely that the inspiratory heater wire pins were bent or split, preventing the adaptor from connecting to the heater wire socket during set up of the breathing circuit. A lot check revealed no other complaints for the lot number provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user.